Event description:
It was reported that the patient presented to the hospital after receiving a shock. Interrogation revealed low high voltage lead impedance and an alert for possible high voltage lead issue. It is suspected that the low impedance caused an over current detection on the device. The device and lead were explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 15.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.